Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure poor thresholds were noted on the pacing lead. Re-positioning the lead was attempted however the helix could not be released from the myocardium. With force the lead was explanted and tissue noted on the lead. It was noted the helix was stretched. The lead was attempted/ not used and replaced. No further patient complications have been reported as a result of this event.